Event description:
Other company representative reported on behalf of healthcare professional "had a patient with no rupture or any issue, but the implants were flipped". This record is for the right-side. Device status is unknown. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of the device.